Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient reported no symptoms. A device changeout procedure was scheduled. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient reported no symptoms. A device changeout procedure was scheduled. No adverse patient effects were reported. This device remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.